Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) initial reporter occupation: lawyer. This device was also subject of (B)(4). As the patient experienced adverse events on different days with the same device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient had a right arthroscopy, incision and drainage of the right knee to address persistent right knee drainage status post arthroscopy and lateral release. The indications for surgery noted that the patient had recently had an arthroscopy lateral release and removal of an osteophyte for persistent pain, status post patellofemoral arthroplasty. The patient presented with persistent drainage and it was felt that an I&d with cultures and antibiotic was indicated to prevent the possibility of infecting his pre-existing prothesis. No components revised. Post operatively, the 48 hour cultures were negative for infection. Doi: (B)(6) 2014, doe: (B)(6) 2017, right knee.